Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: ten sealed samples received by our quality team for investigation. Upon visual inspection, no defects or damage observed. Further testing was conducted, each sample was connected to a syringe with saline solution, samples expelled the solution with normal flow. A device history review was performed for the reported lot regn2119, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked, once while trying to administer a vaccine injection, the other while priming. The following information was provided by the initial reporter: "ca was administering a vaccine and felt resistance when pushing on the plunger. Cas stated that she was able to push the vaccine into the muscle but at a slow rate. She did not retain the package before providing the vaccine. Within two hours, a nurse reported having the same issue when trying to prime a needle."